Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device was making whistling noise and that it is noisy. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer and was forwarded to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The evaluator also observed bottom enclosure damage, power cable colorinser with rust which were replaced. White screen which was not up to date was updated. The operating software was upgraded, and device passed final test.